Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the sluggish catheter was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was updated to other catheter aspirated rather sluggishly. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20mg/ml for a total dose of 7.997mg/day and bupivacaine 18.4mg/ml for a total dose of 7.357 mg/day via an implantable pump for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported on (B)(6) 2018 that a catheter dye study/catheter access port (cap) study was performed on (B)(6) 2018 and showed that catheter aspiration was rather sluggish. The patient stated that their pain relief had been consistently good and they have not noticed any reduction in pain control. It was noted that the entire system was explanted/replaced on (B)(6) 2018 and the device disposition was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other catheter spirited rather sluggish. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.